Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to vascular trauma. Additionally the IFU does state the following: "do not attempt to reposition the stent graft after deployment has been initiated. Vessel damage or endoprosthesis misplacement may result." And "do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, endoprosthesis, or delivery catheter damage may occur".

Event description:
The following publication was reviewed: ¿thoracic stent grafting through transapical approach for type iii endoleak due to prosthetic disconnection¿ (isaac martinez lopez et. Al, annals of vascular surgery, 2018, published online may 18, 2018). The article is a case report about a patient that presented in 2004 with a 63 mm aortic arch aneurysm including gothic arch and severe elongation. It was treated with two talent® stent grafts and a carotid-carotid bypass. A distal type I endoleak was treated in 2006 with two gore® tag® thoracic endoprosthesis. A new distal type I endoleak was treated in 2012 with two conformable gore® tag® thoracic endoprosthesis. It was stated that both common femoral artery endarterectomies were needed after the latest procedure because of femoral damages caused after hard progression of both sheaths and devices. The patient tolerated the procedure.

Manufacturer narrative:
Added 510(k)/PMA number.

Event description:
The following publication was reviewed: ¿thoracic stent grafting through transapical approach for type iii endoleak due to prosthetic disconnection¿ (isaac martinez lopez et. Al, annals of vascular surgery, 2018, published online may 18, 2018). The article is a case report about a patient that presented in 2004 with a 63 mm aortic arch aneurysm including gothic arch and severe elongation. It was treated with two talent® stent grafts and a carotid-carotid bypass. Afterward, distal type I endoleaks were respectively treated in 2006 and 2012 with two gore® tag® thoracic endoprosthesis and two conformable gore® tag® thoracic endoprosthesis. Both common femoral artery endarterectomies were needed after the latest procedure because of femoral damages caused after hard progression of both sheaths and devices.

Manufacturer narrative:
Since no patient ID was provided, the case number was entered as a patient identifier. Date of incident: the event date is unknown, only the year is stated. Therefore, (B)(6) 2012 was used as the incident date. Implantation date: only the year of implantation is stated in the article. Therefore, (B)(6) 2006 was used for the gore® tag® thoracic endoprosthesis. (B)(4).